Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the basic occlusion test due to a faulty force sensor resistor. The insulin pump passed the idle current, run current, and displacement tests. The unit was unable to perform the self test along with the off no power, unexpected restart error, occlusion, prime/compromised force sensor system, and no delivery tests due to the compromised force sensor system test. The following physical damage was noted: minor scratched display window, cracked reservoir tube lip, and the end cap with glue on it.

Event description:
It was reported via phone call that there was a crack on the customer's insulin pump near the up and down arrow due to the belt clip breaking off; the customer glued the belt clip back on. The patient's blood glucose at the time of incident was 150 mg/dl. Troubleshooting was initiated for the physical damage. It was confirmed that the damage occurred due to dropping the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.